Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor placed the device and the patient experienced delayed incisional hernia. Additional information received reports the device worked well but the patient alleged he developed a post-operative hernia and the hospital neglected to treat it before he was discharged. Hospital records indicated the patient did not complain or have medical evidence of a hernia before being discharged. The representative attributed the patient¿s complaint of a post-operative hernia to swelling. The patient did develop a hernia 6 months later as the wound did not heal.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).